Event description:
Boston scientific received information that the non-bsc right ventricular (rv) lead is suspected to be "broken". Boston scientific technical services (ts) identified through reports that the shock lead impedance had an out of range measurement, however ts stated it is a normal measurement for rv coil to can programming. Ts advised isometrics, arm movements and valsalva maneuvers as well as pocket manipulation be performed to see if any noise can be recreated and to take impedance measurements to verify there is no change. This resulted in no noticable observations. The system remains in use. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.